Event description:
The clinic reported that a laser vision correction patient presented with transient light sensitivity syndrome (tlss) affecting both the eyes approximately 5 months post treatment. The topical steroid dosage was increased. The patient had complained about increased light sensitivity and burning sensation. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.